Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 w/no allegation of any fault w/the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault w/the device which would classify the event as reportable. Investigation found the returned device to have faulty pogo-pins. Voltage fluctuation was observed over the pogo-pins however this would not affect the devices ability to deliver therapy. Multiple manual power ups of one minute duration were recorded and either indicate the user was regularly power cycling the device or the beginnings of membrane failure.

Event description:
There was no pt involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.